Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d9, h2, h3, h6, h11 the device was returned to olympus for inspection, and the reported failure was confirmed. Based on the results of the investigation, a definitive root cause for the reportable event could not be identified. The legal manufacturer reviewed the customer provided the cleaning disinfection and sterilization (cds) processes where no obvious deviations from instructions for use (IFU) were identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The additional investigation findings were all determined to be non-reportable.

Event description:
It was reported that the colonovideoscope had foreign object in channel. The issue was found during a reprocessing. There were no reports of patient involvement.

Manufacturer narrative:
E1 address - (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.